Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, as of 04-aug-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized. The procedure was completed and the patient was reported as stable. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure of a lesion in the right upper lobe, the patient developed a pneumothorax and required a chest tube. The patient was reported as a male patient with a past medical history of smoking and some level of chronic obstructive pulmonary disease. Per the physician, the pneumothorax was probably caused due to the lesion being located in the periphery of the lung and the peripheral nature of the transbronchial biopsy procedure itself. The physician believed the pneumothorax would have likely occurred with another modality. The lesion was reported as a right upper lobe lesion measuring approximately 15 mm in size. The lesion was adjacent to the pleura. The patient did not experience any symptoms related to the pneumothorax. The procedure was completed. A pneumothorax was identified on a post-procedure chest x-ray. A chest tube was placed and the patient was hospitalized for over 24 hours. The patient was reported as stable and has been discharged. The physician did not believe the ion system caused or contributed to the pneumothorax..